Manufacturer narrative:
Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio replaced the battery pins to resolve the reported issue. After proper device operation was observed through functional and performance testing the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device unexpectedly loses power. There was no patient use reported with the event.